Manufacturer narrative:
The reported event of pole clamp failing file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the attached messages contain photos that confirm the customer¿s generalized report. An investigation can¿t be performed using the attached photo alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
The customer reported the pole clamps are failing, and so far 12 have been replaced. The go-live date for the customer was june 26th. The customer reports it appears that instead of having the threads cut in the c arm to fit the lead screw, they are cut oversize and a heli coil is inserted into the hole to size it down to the proper thread. The problem with this is that the clamps are failing because the heli coil is being forced out of the c arm. The new pole clamps that have been sent to the customer as replacements still use a heli coil, and therefore are prone to the same type of failure that they are seeing now per the customer. It was noticed at 0700 the top set of devices was almost resting on the lower set of devices. Some of the tubing on the lower device set was getting compressed. The top device set was raised approximately 2 inches and secured in position. The patient was transported to interventional radiology and back to the nsicu. At 1600, it was noted the top device set was almost resting on the lower device set again. The top device set was again raised approximately 2 inches and secured. There was no patient harm.